Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used assembled before an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. Before the procedure and after the patient was under general anesthesia, the physician made two attempts to obtain visualization to perform the procedure. The physician could not achieve adequate visualization, and the device was never introduced to the patient. The procedure was rescheduled. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f1001 is being used to capture the reportable event of absence of treatment.